Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a diagnostic laparoscopy, the switch buttons on the device did not work. Another device was used to complete the case with no pt consequence.